Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jul-2018 with the following findings:during investigation, the cap contacts measurements were within specification. The battery compartment was undamaged and the returned battery cap was able to fit. The pump powered up with auditory and vibration to a blank screen so the original complaint was unable to be adequately investigated. The pump¿s cover was removed and there was no intermittent condition was found to the printed circuit board.